Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor sleeve recovery causing blood leakage at the sleeve was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor sleeve recovery and sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to insufficient lubrication on non patient cannula causing sleeve to not fully recover. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function and blood leakage. The following information was provided by the initial reporter. The customer stated: "we are seeing an issue at some of our sites with the lot listed below. It seems that the rubber is not returning to cover the needle after removing the collection tube post draw or when changing tubes."